Event description:
We have become aware of a production issue with our radiation therapy simulation system. During the 'dismount' function, with the gantry slightly rotated counter clockwise, the simulation table came down vertically first and collided with the image intensifier's cassette holder. No pt was injured as a result of this incident. Normally before table vertical movement, the image intensifier should have moved toward the gantry so that the collision should not be possible. The customer did not record the exact position of the table or gantry, so the site service engineer was not able to duplicate the incident. It is important to note, that during such auto-set, the operator is pressing the enable motion switch and can interrupt the motion at any time. Investigation is currently ongoing and the root cause has not been identified.

Manufacturer narrative:
Results: the complaint is currently under investigation, and the root cause has not been determined.